Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was peeing on themselves and had a loss of therapy. They tried to sync their programmer to the stimulator and saw power on reset (por). The meaning was reviewed, and they had not been around heavy medical equipment/machinery. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.